Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed; however, the root cause could not be identified from the two photographs that were provided for investigation. Both photographs show a 20g nexiva extension tube and pink dual port adapter in what appeared to be the same patient. Drops of a clear liquid were observed on the pink adapter, which could be evidence of a leak. The leak path could not be identified from the photographs. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
Additional information: ¿ has there been any patient impact (serious injury, medical intervention, change of treatment required)? The patient needed a new inserted pivc. ¿ has there been any healthcare worker¿s exposure to blood or bodily fluids? No ¿ were there any negative consequences for the operator due to the leak or for patients due to the missed administration? The patient needed a new inserted pivc.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva leaked. The following information was provided by the initial reporter: I : when the nurse flushed nexiva with nacl, she noticed a leak just where the "y" part of the nexiva is leaking. Ii : the patient has got blood and when the nurse flush with nacl she noticed a leak just where the "y" part of the nexiva is. Leaky nexiva. When did the incident occur? During use.